Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was over-sensing noise and triggering inappropriate mode switch episodes. No intervention or programming changes were completed. The patient was stable.

Event description:
New information received indicated the atrial lead was capped and replaced during a scheduled procedure on (B)(6) 2025. The patient was asymptomatic and stable before, during and after the procedure.